Event description:
It was reported that a syringe adaptor set leaked from the connector area before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was not returned; however, a photograph of the device was available for evaluation. Visual inspection of the photograph found no visible evidence of the reported leak. The reported condition could not be confirmed. Should additional relevant information become available a supplemental report will be completed.